Manufacturer narrative:
Patient ID, age or dob, sex, weight, ethnicity, race: unk. Date of event: unk. Implant date: unk. Device manufacture date: unk. Claim#: (B)(4).

Event description:
The reporter indicated that an evo icl opened more slowly during injection into the eye. Lens remains implanted.